Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a coronary procedure continued when the issue happened, and procedure was completed by moving the patient to another room. The remote service engineer (rse) contacted the customer and confirmed image storage issue that prevented the system from producing x-ray. Analysis of system log file by rse found an image storage issue. The field service engineer (fse) visited the site and recreated the image store, re seated the isb and cables. To resolve the issue, fse replaced isb and two image disks. After replacing the image disks and recreating the image store, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system had an image storage issue that prevented the system from producing x-rays. The system was in clinical use at the time of the reported event. The patient was moved to another room to complete the procedure. There was no reported patient or user harm. Philips has started an investigation of this complaint.